Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. The console logs from the reported day of event did not contain any data relevant to this failure mode. During inspection of the console¿s components, a loose metal fragment (test point loop from one of pcbs) was found inside the housing, which most likely shorted either power supply or pbm, which in turn initiated failure of the remaining components. The cause of the aic issue was a defective power supply. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-24079.

Event description:
The us based console was having a preventive maintenance and found to have battery charge test failure. There is no patient involved

Manufacturer narrative:
The device was returned for evaluation, power battery manager board (pbm) was defective.